Manufacturer narrative:
H4: the lot was manufactured from june 23, 2019 - june 25, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port bonding. The reported issue was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted tothe spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number - mw5094052. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the injection port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.